Event description:
According to the publication by pillai et al., a (B)(6) man presented with gi bleeding six months after hero graft was implanted. Endoscopy showed esophageal varices. Venography showed hero graft outflow component occluding svc. Band ligation was done and the patient's bleeding did not recur. Patient refused explant of hero graft and continues to use it for dialysis access.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the publication by pillai et al., a (B)(6) man presented with gastrointestinal (gi) bleeding six months after hero graft implant. Endoscopy showed esophageal varices. Venography showed hero graft outflow component occluding the superior vena cava (svc). Band ligation was done and the patient's bleeding did not recur. Patient refused explant of hero graft and continues to use it for dialysis access. The publication presents the first case of gi bleeding from downhill esophageal varices secondary to hero graft-related svc occlusion. The article notes that the patient had a history of gastrointestinal bleed seen on esophagogastroduodenoscopy two years earlier. The patient's other co-morbidities include hypertension, coronary artery disease, peripheral vascular disease and diastolic heart failure. The article does not describe the exact venous location of the hero graft venous outflow component (voc), or what imaging was obtained pre-implant, just that it is an upper arm location. It is possible the voc was implanted in the azygous vein or collateral vessels, which would be smaller in diameter and potentially lead to svc syndrome. While no definitive conclusion could be made, it is not clear that the hero graft was the source of the esophageal varices since the condition took six months to appear and has not reappeared after banding despite the hero graft remaining in place. It was noted that while the degree of central venous stenosis prior to implant is unknown, the hero graft could potentially exacerbate the condition leading to svc syndrome. The increase in venous pressure would likely result in varices of the upper esophagus. No definitive conclusions could be made with the available information; however, svc stenosis and potential svc syndrome are known complications in patients with indwelling dialysis catheters. The current IFU was reviewed and a bullet point stating "partial or full occlusion of prosthesis or vasculature" was found under the "potential complications" table. It was determined that while this includes svc syndrome, it is also appropriate to add a specific "svc syndrome" bullet to the table; svc syndrome is a specific issue and it is unclear whether the current verbiage about vasculature would cause a surgeon to consider the risk of svc syndrome, including downhill varices. Svc syndrome will be added to the IFU.

Event description:
According to the publication by pillai et al., a (B)(6) man presented with gi bleeding six months after hero graft was implanted. Endoscopy showed esophageal varices. Venography showed hero graft outflow component occluding the superior vena cava. Band ligation was done and the patient's bleeding did not recur. Patient refused explant of hero graft and continues to use it for dialysis access.